Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis occurred. The procedure treated the 80% stenosed target lesion located in the proximal to mid obtuse marginal branch. A 2.75x20mm ion stent was advanced and deployed resulting in 0% residual stenosis. In (B)(6) 2012, the patient presented with angina. Angiography revealed a 50% in-stent restenosis. The patient was treated with aggressive medical treatment, including aspirin, plavix and imdur daily. The patient has also reported that she has been experiencing sweats, nausea, occasion pain in the shoulder and rising and falling blood pressure.